Event description:
It was reported that this implantable cardioverter defibrillator system, which includes right ventricular (rv) and right atrial (ra) leads, was exhibiting out of range pacing impedance values: high measurements greater than 2000 ohms on the rv channel and low measurements below 200 ohms on the ra channel, additionally noise and oversensing were observed on both channels, loss of capture (loc) on the rv channel, and the r wave amplitude was noted to be low at 1.0 mv. All these conditions resulted in signal artifact monitor (sam) episodes that are associated to the respiratory rate trend (rrt) feature signal and led to the patient receiving inappropriate anti-tachycardia pacing (atp) and 5 shocks. This system remains in service and no additional adverse patient effects were reported.